Event description:
It was reported that the swivel mechanism of the epiq cvx ultrasound system¿s control panel did not lock properly in swivel mode while transporting the unit within the user facility. The failure occurred outside of clinical use, and no patient or user was harmed as a result of the issue. A philips service engineer went on site and was unable to replicate the alleged condition reported by the customer concluding the customer's device was performing as designed. A qualified service engineer evaluated the system based on the customer complaint. The service engineer was unable to reproduce the reported problem. The system was returned to service with no further similar issues reported.